Manufacturer narrative:
This report is being amended to reflect changes. Operative notes were requested however none provided. It is unknown if the glenosphere was initially fully circumferentially seated. The surgical technique states "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for misalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Due to the lack of operative notes, it is not known if this check was performed. Reviews of the x-rays by a health care professional were unable to confirm the glenosphere was initially fully circumferentially seated due to the lack of an axillary projection. It is uncertain if the glenosphere is completely well seated in the sagittal plane. Additionally the x-ray review identified a boney projection arises from the surface of the inferior glenoid which contacts the inferior margin of the baseplate and extends laterally to the contact the inferior rim of the glenosphere. No devices or photos were provided therefore a determination on the condition of the devices could not be made. Lot numbers were not provided therefore the device history records could not be reviewed. The devices were used for treatment. An exact cause of the reported disassociation cannot be determined at this time. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.